Event description:
On (B)(6) 2013, the distributer contacted animas and reported a load step malfunction issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: a review of the pump¿s history showed no evidence of a load step malfunction. During testing, the pump powered on normally and was able to load and prime a test cartridge correctly. The force sensor was found to be in calibration. The pump cover was opened and no defect was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.